Event description:
Patient was revised to address pain. Loosening was suspected, but no loosening was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product information required was not provided. Requests for additional investigational inputs were conducted. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed the reported event. The investigation could not draw any conclusions about the root cause based on the provided information. Provided information suggests a previous patient tibial fracture may be a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.